Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged, but did not come out completely when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. Staff put a stopcock in to hold the rubber valve in place and completed the procedure with the same device. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).